Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor also with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement, rewind, no delivery and motor tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with broken battery cap, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then button error. She also gave herself too much insulin. The customer received the motor error alarm 6 months ago. The battery cap was broken. The customer was unable to complete the rewind sequence. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.